Event description:
During a lap sigma procedure, the patient was re-operated on three months after the initial procedure. Re-operation was necessary because the reload used in the initial procedure was left in the patient accidentally and caused pain. There was no apparent device malfunction.